Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that at implant, the pacing impedance of one of the leads showed high, out of range measurements at some vectors. At other vectors the impedance was within range. It was mentioned that it would be a clinical decision where did they want to pace from and what the impedance is at that location. No adverse patient effects were reported.